Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 01:47:17. During night drain cycle three, the patient's ultrafiltration reading was 1446ml, indicating the home patient (hp) drained 1446ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The cause of this iipv event was determined to be from one or more cycles was advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. If additional relevant information is obtained, then a supplemental MDR will be submitted.